Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an electric shock and fainted for several minutes before regaining consciousness. The patient also complained of variable heart rate and dizziness. The physician suspected the right ventricular (rv) lead had dislodged. In addition, the rv lead exhibited poor ventricular pacing. The physician attempted to reposition the rv lead; however it failed to be inserted into the ventricle. The lead was abandoned and replaced. No further patient complications have been reported as a result of this event.